Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. The helix was distorted/bent. The lead was damaged at implant.

Event description:
It was reported that during the implant procedure after several repositioning attempts in the right atrium, it was no longer possible to extend the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.